Manufacturer narrative:
The following fields were updated due to additional information: b.5: event description. It was reported that while using bd vacutainer® safety-lok¿ blood collection set that the wingset was not drawing blood correctly. The user experienced a flow issue and blood splattered as if there was no top on the device. The blood splattered on the patient and chair, but no exposure to the user was reported. H.6 investigation summary . Material #: 367283. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set that the wingset was not drawing blood correctly. The user experienced a flow issue and blood splattered as if there was no top on the device. The blood splattered on the patient and chair, but no exposure to the user was reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set that wingsets not drawing blood correctly. Blood splatters everywhere almost as if it has no top on it at all. Staff was exposed to blood but there was no report of adverse medical impact.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number PMA / 510(k)#: k980414 , k991088 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.